Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx closure device was implanted on (B)(6) 2023. During a routine 45-day follow-up examination on (B)(6) 2023, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient returned for a follow-up tee exam approximately ninety days later on (B)(6) 2023, and it was undetermined if the thrombus resolved, and device is healing or if there was a possible laminar thrombus. The patient will continue on anticoagulation mediation until the next follow-up exam.